Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a right hip revision done somewhere in (B)(6) about 5 years ago. The surgeon put in a constrained liner because the patient was dislocating. The patient showed up to the emergency room with a dislocated hip and surgeon said the patient had dislocated with a constrained liner from the x-ray and he wanted to do a new head/liner exchange. During the surgery, the surgeon removed the metal head and notice that there was metal debris, and the surgeon thought that this patient might have been dislocated for awhile because I guess this patient isn't very mobile. The surgeon removed the liner and implanted the same size constrained liner and chose to do a ceramic head of the same length. He was happy with the stability and leg lengths. Doi: 5 years ago; dor: (B)(6) 2020; affected side: right hip.